Event description:
It was reported to philips that the system was unable to boot up the device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) visited the site and found that the grabber card failure in the flexvision pc. The fse replaced the flexvision pc and returned to philips for further analysis. The analysis confirmed flexvision pc failed due to faulty frame grabber. Following the replacement, the system was restored to full functionality and returned to use in good working order. The failure of the flexvision pc can be attributed to the issues resolved in medical device correction z-1144-2024. The codes have been updated based on the investigation's outcome.